Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of above 500 mg/dl. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, customer was using humalog insulin longer than 48 hours. Bg was treated with long acting insulin, and intravenous saline fluids with antibiotic. Reportedly, customer left the ER 5.5 hours later with customer in stable condition (bg 386 mg/dl). Reportedly, the customer reverted to manual injections for insulin therapy.